Event description:
During a pulsed rf procedure, the ionic generator failed to increase temperature on all channels. Additionally, when the physician removed the probes during therapy the generator continued to deliver treatment despite the circuit being broken. As such, the procedure was not completed. There was no adverse patient consequence.

Manufacturer narrative:
Date of event is estiamted.